Event description:
It was reported the pt is experiencing ineffective stimulation in her back. Diagnostic testing indicated impedances were within normal limits. Reprogramming was unable to provide effective coverage to the pt's back. No further intervention is planned at this time, however the pt will follow-up with her physician as needed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.